Event description:
It was reported that during the implant procedure, the guidewire could not be advanced because of a blood clot within the lead, which formed due to blood influx. The left ventricular (lv) lead was attempted and not used. Another lead was used. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.